Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the problem was not resolved with replacement recharger as it was not shipped. Only a new back strap and new charging paddles were sent. Seemed to correct the problem.

Event description:
Additional information was received from patient stating they are having the same issue. Patient stated that they have tried turning stimulation off to charge and doing controller resets but nothing seems to help. Patient noted that the error message pops up before they start a charge session and they constantly are getting the error message still. Patient mentioned charging still takes forever and that they were charging a bit ago and got batteries low replace controller batteries soon message. Agent walked patient through a controller reset and had patient inspect the recharger; patient confirmed no damage. Patient mentioned they were recharging excellent and the implant was finally at 40% and the controller at 100%. Agent reviewed the error message with patient. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B5 section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for a month at most, they were having problems with their "stimulator not powering up in their back". Agent asked clarifying questions- pt described the implant taking a long time to charge even on excellent recharging quality. Patient said the implant charges up very slow and takes forever to charge up; implant will increase by 10% every 30 minutes. Patient also said they saw a message that said "batteries due to be changed" at 30%.  During the call, mentioned a time where the controller screen was scrambled up and and that was cleared by resetting the controller. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage. Patient started a charging session of the implant and was able to start charging; pt saw poor qua lity initially (agent reviewed paddle placement) but then charging with excellent quality controller 60%, implant 70%. Agent reviewed with patient to try turning stimulation off while charging to see if that helps with the implant charge time. Patient confirmed the green light was blinking on the controller when they turned stimulation off. By the end of the call, implant was at 90%. Patient will monitor implant charging and pt was redirected to hcp if the issue persists. During the call, agent reviewed implant battery expected longevity.

Event description:
The patient (pt) reported no actions taken to resolve the difficulty charging other than take the monitor offline when charging (taken as not keeping the screen active during charging session). The monitor works but is faulty at times. They still have to remove the battery pack to clear some functions and when not responding. The pt was asked if the issue was resolved, and reported the monitor charges a bit faster and times slow even when offline. Weight was reported. On (B)(6) 2024 patient (pt) reported again that no steps were taken to resolve the charging issue, was just told to turn off the stimulator when charging. The issue is not yet resolved and pt reported they need a new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.